Event description:
It was reported that during a da vinci-assisted endometriosis resection and ovarian cystectomy surgical procedure, the force bipolar instrument broke inside the patient during use. The surgeon stated it broke while she was cleaning the instrument with another instrument. No complications or issues occurred after replacing this instrument with another force bipolar instrument. All instruments are inspected prior to insertion as well. The surgeon confirmed no fragments fell during this procedure. The procedure was completed with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was found to have a cracked molded insulator at the grip base. The molded insulator was cracked causing the grip to be hanging on by the conductor wire. There was no damage to the conductor wire. There were no broken, missing pieces. The instrument grips were manually manipulated, and the instrument passed electric continuity tests.